Manufacturer narrative:
A siemens healthcare diagnostics (siemens) customer service engineer (cse) was dispatched to the customer site to inspect the analyzer. The cse determined the source of the smoke was the printer power cord. The printer and the power cord were replaced. The cse homed the analyzer and ran test samples. The cause of the smoke was the damaged printer power cord. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
The customer observed smoke coming from the immulite 2000 xpi analyzer while processing quality control materials. Patient samples were not being processed at the time. The analyzer was unplugged. There was a delay in reporting patient sample results because the customer is not using an alternate platform for testing. There are no known reports of patient intervention or adverse health consequence due to the smoke and/or delay in testing.